Event description:
It was reported that this right atrial (ra) lead was explanted the day after initial implantation due increased pacing thresholds as a result of a dislodgement. It was successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to b5: describe event or problem as well as h6: impact code.

Event description:
It was reported that this right atrial (ra) lead was explanted the day after initial implantation due increased pacing thresholds as a result of a dislodgement. The dislodgement was confirmed via echocardiogram. This lead was successfully replaced with a new lead. No additional adverse patient effects were reported.